Event description:
Information received indicates when the brake is engaged, the caster continues to swivel.

Manufacturer narrative:
The technician isolated the issue to a worn caster. He replaced the brake caster to repair the stretcher.